Event description:
It was reported that the customer experienced a blood glucose (bg) of 27 mg/dl; cause was attributed to the pump delivering insulin based off of an inaccurate dexcom cgm reading. Paramedics treated the customer with intravenous(IV) fluids of glucose. Customer was treated by paramedics with intravenous fluids of glucose to address bg. Customer was not transported to the hospital.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.